Event description:
It was reported that during an iliac (ipsilateral) procedure, the gun jammed and the stent wouldn't deploy. The dr removed and replaced everything with the same make and type of complete the procedure without further complications being reported.